Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the normal amount of resistance was felt when removing the yellow protective sheath from the xience xpedition stent delivery system (sds). However, during removal of the sheath, the orange transition tip separated from the clear white hypotube section. There was no patient involvement. Another xience xpedition was used without further incident. There was no additional information provided.